Manufacturer narrative:
The investigation is ongoing. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital called requesting a download of the device logs. It was stated that the ventilator that was in the non invasive ventilation (niv) and connected to a pt went into standby automatically. The pt was cyanotic and was bagged. The pt's spo2 went up back to normal within 1 minute. The ventilator was removed from service. (B)(4).